Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A "profiles" and "try it" testing was performed and passed. A manual test by setting sound levels was performed and passed as sound was heard from the speaker. Drop testing was performed and passed. A manufacturing mode/sound test was performed and passed. Receiver functional test was performed, and passed all relevant tests. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The reported event of an intermittent audio output was not confirmed because there were no intermittent audio detected. A root cause could not be determined.